Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Burnt and melted wires and connectors related to the chiller were discovered. Three photos showing this issue on the wires to the chiller and connections on the circuit card were attached by the service technician. Replacement of the chiller as well as a new ac main voltage circuit card are required. Customer declined repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had cleaned out the transducer, but it still remained at -0.7 psi. They would like to send the arctic sun device in for depot repair. They stated they would provide a quote for an assessment and a loaner. Called to state that the device was failing calibration for error 5 (inlet pressure out of range). A check of the diagnostics showed that inlet pressure (ip) was stuck at -1.1psi even with the transducer open to atmosphere. Discussed this was indicative of a failed pressure transducer. They stated they would attempt to repair it locally. Per sample evaluation results received via task on 08nov2024, it was reported that the burnt and melted wires and connectors related to the chiller were discovered. Three photos showing this issue on the wires to the chiller and connections on the circuit card were attached by the service technician. Replacement of the chiller as well as a new ac main voltage circuit card are required.